Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed. The procedure was completed successfully and the patient seemed to be okay following the procedure.

Manufacturer narrative:
Field change: e1.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed. The procedure was completed successfully and the patient seemed to be okay following the procedure.